Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) (B)(4), alleging that a onetouch ultra vue meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation, as the doctor involved with the patient and the patient¿s family were unable to give further information. The reporter stated that they first became aware of the meter issue on (B)(6) 2019, reporting that they obtained inaccurate high results of ¿4.7 mmol/l¿ compared to ¿2.9 mmol/l¿ obtained on the laboratory device. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter was unable to confirm how the patient manages their diabetes. It was noted by csr that the reporter also stated that the patient had obtained a result of ¿18.0 mmol/l¿ on the subject meter (date/time unknown). The reporter alleged that in response to the result obtained of ¿4.7 mmol/l¿ on the subject meter the patient ¿ate some food¿, then soon after the patient was ¿in a coma and convulsed¿. The reporter stated that the only intervention was ¿a blood glucose test, and the result was ¿2.9 mmol/l¿ during troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. It was noted that the patient had used a correct testing method and the test strips being used had not been open longer than the discard date, had not expired and had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began and there is insufficient information to rule out the contribution of the subject meter to the event, with the limited information available.